Event description:
It was reported that the patient presented to the surgeon in clinic with a shoulder implant dislocated. It is unknown how the dislocation happened. Per the surgeon, CT scans shows both components are well fixed. Close reduction was attempted, but the patient has been dislocated for more than 3 months and closed reduction failed. Patient was deemed not healthy enough for revision surgery. It was reported by the surgeon that the patient has no pain and the dislocated shoulder does not greatly affect daily life. The surgeon and patient agreed that no revision surgery will be performed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): unknown bearing(unknown). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through medical records review. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: reverse shoulder arthroplasty exhibits anterior dislocation of humeral component. Radiolucency is present at glenoid component metal-bone interfaces which may be due to metal artifact; however, cannot exclude glenoid component loosening. A small bony fragment projects just lateral to the superior glenoid rim on ap projection, and some bony hypertrophy, possibly heterotopic ossification, projects over the inferior glenoid on the scapular y view. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.